Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed that the recipient was explanted. The device will not be returned to advanced bionics for analysis. A review of the device history record revealed rework on the silicone. This is not believed to be related to the explant reason. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: sections b.7 & h.6. Correction: sections b.1, b.2, b.3, d.6b, & h.1. Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding explant details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.